Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient, a paramedic, was already in the emergency room for work-related reasons when the patient experienced symptoms of cold sweat, nausea, and dizziness. When a fingerstick was taken the cgm was reading 7.2 mmol and the blood glucose reading was 20.2 mmol. The parent stated that the patient received treatment as they developed diabetic ketoacidosis and were treated with an intravenous 10 units actrapid insulin. There was no documentation of medical intervention. No other details were documented. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information available.